Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose is 300 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer was not using the auto mode feature. The customer also stated that the insulin pump had rf processor failed self test. This is called at power on reset, during 10:01 am testing, and during self-test. The customer also stated that they performed the high pressure test and they were able to passed the test. The insulin pump will not be returned for analysis.